Event description:
It was reported that the patient presented with an acute onset of low flow alarms at 1440. The patient had a known potential thrombus around outflow graft. The log file captured some low flow events which started (B)(6) 2024 at 1540 and continued for the remainder of the data capture. Prior to this the estimated flows were in the 4-5 liters per minute (lpm) range. There appeared to be a sudden drop in flow values. The patient had no improvement with fluid challenge and a computed tomography angiography (cta) was planned. The cta chest was performed on (B)(6) 2024 which showed a "region of high-grade stenosis of the aortic outflow due to nonocclusive thrombus. Log files were again sent for review. The log file captured low flow events starting (B)(6) 2024 at 1540 and continued until (B)(6) 2024 at 1814 when flows recovered into the 3 lpm range. It appeared that there was a spike in power prior to recovery in flow, likely reflecting an ingested clot as it correlated with a significant rise in lactate dehydrogenase levels (ldh). Additional log files were sent for review from (B)(6) 2025. The log file captured persistent pulsatility index (pi) events which shortened the data capture to around 12 hours. The ventricular assist device (vad) numbers looked pretty good from this small snapshot of data. Power and flows looked appropriate. Known thrombus MFR 2916596-2025-00116.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4: expiration date and primary UDI number, updated. H4: device manufacture date, updated. Manufacturer's investigation conclusion: the reported stenosis of the aortic outflow could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed the low flow alarms but did not confirm the reported elevations in pump power. A specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the heartmate ii left ventricular assist system (lvas), (B)(6), and the reported rise in lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted log files collectively contained events from 24dec2024 through 02jan2025 and 07jan2025. Transient low flow alarms were captured on 30dec2024. Of note, several pi events were captured within a short period of time on 07jan2025, which would have overwritten older events, per design. No other notable events or alarms were observed. The pump appeared to function as intended at the fixed speed for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters, including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 4 of the IFU also states that the system controller can store 240 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 6, "patient care and management" (under "pump performance monitoring"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under "anticoagulation", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.